Event description:
During baxter's evaluation of a spectrum pump, it was observed that the keypad had a slow response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the delayed keypad response caused by a failed pin on the processor printed circuit board. The processor printed circuit board was replaced.